Event description:
The company was made aware on (B)(6) 2021 that a patient had pocket site pain. The physician performed a revision surgery to move the neurostimulator (ipg) to a more comfortable location.